Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. Specs of blood were observed on the cannula handle. Smalls traces of tissue and char observed on the c-ring. No other visual defects observed. A mechanical evaluation was conducted. The c-ring metal wires were found functional and able to fully retract and advance without resistance or difficulty. The c-ring was not transected. There were no missing components observed on the c-ring. Based on the returned condition of the device and the investigation results, the reported failure mode ¿mechanical issue/c-ring will not retract¿ was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro halfway through the vein harvest the c ring would not fully retract into the harvesting cannula, another kit was opened to finish the case. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro halfway through the vein harvest the c ring would not fully retract into the harvesting cannula , another kit was opened to finish the case. The hospital did not report any patient effects.